Event description:
Physician was attempting to deliver an integrity bare metal stent to the first diagonal. Normal prep of the device was performed. The diagonal was predilated with a sprinter balloon. During attempted delivery the stent dislodged in the proximal lad. Physician chose to crush the dislodged stent into the vessel wall using another integrity stent with good results. Physician then re-wired the first diagonal and delivered a new integrity with successful deployment . Physician speculates the stent got caught on unseen calcium as there was a stent placed initially in proximal lad immediately below the first diagonal with no resistance noted. Patient is doing fine with no adverse events. Evaluation summary: the distal tip of the device was flared and damaged . Crimp impressions were visible along the working length of the balloon .

Manufacturer narrative:
Results: the root cause of the reported event was most likely due to the patient vessel morphology. Conclusion: the root cause of the reported event was most likely due to the patient vessel morphology. (B)(4).